Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient issue is resolved.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent l3-s1 saco-lumbar fixation. On an unknown date, post-op, after four months, patient started to hurt due to left s1 screw breakage and patient underwent revision on (B)(6) 2017 in which screw was replaced with a longer (7.5 x 40 mm) screw and replaced the rods with ti alloy rods.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.